Event description:
Following a rotoblator procedure, a coronary stent with delivery sys was successfully advanced to an unspecified target lesion site in the pt's anatomy. During attempted balloon catheter inflation, it was reported that the balloon ruptured at 2 or 3 atmospheres of pressure. Subsequently, while the sds was being withdrawn from the pt, the wire position was lost and the stent became disloged from the balloon catheter and embolized to an unk location in the pt's anatomy. In response, the physician attempted to dilate in the area where he thought the stent was located; however, this attempt was unsuccessful because the ptca balloon ruptured. There were no pt complications reported relative to this event.